Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are continuation of: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient has really bad spasms that the patient has experienced for 14 years. It was also reported that everything was ok after this reported event.

Event description:
The pt's refill was missed and the pt ended up in the hospital on (B)(6) 2010 "very ill". The pump was refilled by a pain physician in the hospital approx 6 days later. The pt was still in the hospital at the time of this report and would need another refill in (B)(6) 2011. It was noted that the pump did go dry, but was okay after being checked by the physician who refilled it for the pt. The pt was doing better since the refill. The device sys was used to deliver baclofen. The pt found a new physician and had an appointment scheduled. Additional info has been requested, a f/u report will be sent if additional info becomes available.